Manufacturer narrative:
Customer reported that a pyxis medstation es system produced a burning smell. Customer observed that a drawer's controller board was visibly damaged. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that drawer 6 was overfilled with medication bags; this caused a spill that affected the devices matrix controller board. The field service engineer replaced the drawer's controller board, communication cable and solenoid. Drawer was reconfigured and tested. Field service engineer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system produced a burning smell. Customer observed that a drawers controller board was visibly damaged. Patient involvement was not reported. Patient or user harm was not reported.

Event description:
It was reported that a bd pyxis medstation es system produced a burning smell. The customer reported that the user cannot open the drawer and there is a burning smell coming out from the station. There was no patient/user harm or adverse event reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-feb-2021 to 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not opened, and the board was damaged. The field service engineer found that the malfunction was due to solenoid issue. Replaced controller board on drawer 7, pyxibus cable, solenoid, and reconfigured drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.